Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was receiving a delayed response from the buttons on the insulin pump. Customer stated that this issue began during bolus. Customer also stated that he did not recall any significant events leading up to this event. Blood glucose level was 300 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed the insulin pump was received with intermittent activate button due to corroded keypad traces. The device also was received with cracked case at display window corners and minor scratched lcd window.